Manufacturer narrative:
Evaluation: results: a visual inspection of the device indicated the lower setscrew septum had been cored. No other damage was noted. A microscopic inspection of the lead ports confirmed the setscrews were in the up position and clear of both chambers. A mechanical lead fitment and setscrew test in both chambers was normal when using a lab test lead. The device was returned with a low battery and stimulation off. The device passed all mechanical and electrical testing, which included a charging test. The root cause of the lost stimulation observed in the field could not be determined. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09316.